Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and non-calcified left circumflex artery. After a non-bsc stent was deployed in the left main trunk to left anterior descending artery, a 2.50x12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the two stents conflicted each other and the synergy stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts in the first distal row of the stent that were lifted and bent back proximally. The distal tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and non-calcified left circumflex artery. After a non-bsc stent was deployed in the left main trunk to left anterior descending artery, a 2.50x12 synergy drug-eluting stent was advanced to treat the lesion. However, the two stents conflicted each other and the synergy stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.